Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: there was visible moisture observed behind the display lens. The display was found to be damaged; lines were found in the display due to moisture damage. The pump was found to be leaking during a leak test due to cracked pump case at the case seal at the top right corner of the display. The pump was opened; internal moisture was also found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)